Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a supply bag and the line. The supply bag had a loose connection and became disconnected from the line. This occurred during the last fill of peritoneal dialysis therapy. The technical service representative assisted the caregiver with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.